Event description:
I am terribly annoyed by the manufacturer of clear care and their packaging of their product. I bought this thinking it was wetting solution for my contacts. This product should not be on the same shelf as wetting solutions! Perhaps with disinfectants? Fortunately for me I read the instructions and realized what I bought in error and immediately went out and bought my regular wetting solution and will only use this clear care periodically. However, the potential for such hazarderous effects by using this solution wrong, it should not be placed anywhere near contact wetting solutions! (B)(6).